Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 457453 crdm non-defib lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that there was high impedance, high capture threshold, and a lead fracture was suspected. The lead was explanted and replaced. During the extraction the lead insulation pulled away from distal electrode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was retuurned and analyzed. Primary analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance, high capture threshold, and a lead fracture was suspected. The lead was explanted and replaced. During the extraction the lead insulation pulled away from distal electrode. No patient complications have been reported as a result of this event.